Event description:
The customer reported that prior to use on a patient experiencing an st-elevation myocardial infraction the iabp generated an unknown alarm. The iabp was rebooted and the alarm was cleared. Therapy was initiated using the same iabp. No patient injury was reported.

Manufacturer narrative:
A company representative observed a system failure message in the iabp fault logs at the time the unknown alarm was reported to have occurred. He advised the customer's biomed. The customer elected to have an internal third-party biomed complete the repair. We are following up with the customer for the results of the repair, an opportunity to evaluate any replaced components, and obtain patient information. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).